Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s niece reported via phone call that customer were hospitalized due to high blood glucose and unconsciousness on (B)(6) 2019 with blood glucose of 580 mg/dl. The customer was treated with intravenous drip. Customer did not allege insulin pump was under delivering. Drive support cap was appeared normal. Customer also stated that there was scratches on the lcd screen. The customer was wearing the insulin pump during 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.